Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/06/2018. This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: journal of minimally invasive gynecology (2009) 16, 513¿515 2009 aagl; doi:10.1016/j.jmig.2009.04.016. [(B)(4)].

Event description:
It was reported via journal article title: postoperative pubic symphysis osteomyelitis after laparoscopic two-team sling with anterior and posterior colporrhaphy. Authors: jamie kroft, md and rose c. Kung, md, frcsc. Citation: journal of minimally invasive gynecology (2009) 16, 513¿515 2009 aagl; doi:10.1016/j.jmig.2009.04.016. This was a case study report about a (B)(6)-year-old woman with mixed urinary incontinence, who had previously undergone a total abdominal hysterectomy with burch colposuspension in 1990, underwent a laparoscopic 2-team sling with anterior and posterior colporrhaphy in 2008. The laparoscopic 2-team sling consists of the creation of periurethral tunnels vaginally, whereas a second team dissects the retropubic space laparoscopically. In this case, extensive adhesiolysis had to be performed in the space of retzius because of the patient¿s previous burch colposuspension. At the time of the dissection, an old prolene suture was identified and removed. There was 1 additional prolene suture that was cut to mobilize the bladder medially to avoid injury during placement of the mesh, but the authors were unable to remove it because of dense adhesions. The authors presumed that the periosteum of the pubic symphysis may have been scraped during this dissection. A polypropylene mesh was then placed to support the bladder neck after the cystocele was reduced with 2-0 maxon sutures (covidien, (B)(4)). The mesh was anchored vaginally with 2-0 maxon and then laparoscopically about halfway along cooper¿s ligament with 0 prolene sutures (ethicon, (B)(4)). About 1 month after discharge, symptoms of a urinary tract infection developed, and the patient was treated empirically with oral nitrofurantoin and trimethoprim/sulphamethoxazole. Two days later, she presented to the emergency department with lower abdominal pain, fever, hypotension, and an elevated creatinine of 153. Her urine culture from 2 days before was positive for group b streptococcus, and blood cultures from the day of presentation were negative. The patient was treated with intravenous hydration and 48 hours of intravenous ampicillin and gentamicin. The patient was then readmitted 2 weeks later with rightsided suprapubic pain and fever. Her wbc count was elevated at 15x10e9/l. A CT scan of the abdomen/pelvis was repeated and demonstrated cortical disruption of the pubic symphysis, suggesting possible osteomyelitis. A CT-guided aspiration was performed of the pubic symphysis directly, with aspiration of approximately 2 ml of material and fluid, which was positive for group b streptococcus sp., the same organism in the patient¿s urine culture. The patient was treated with a 3-week course of intravenous cefazolin, after which she was seen by the infectious disease specialist in follow-up who did not recommend further treatment or investigation on the basis of the resolution of her symptoms.